Event description:
During an atrial fibrillation (af) ablation procedure performed in voxel mode with integrated ice/echo, communication issues resulted in procedural delay. The viewflex x se catheter was not recognized by the system. The viewflex se 2d cable, which had functioned in a prior case, was replaced; however, the issue persisted. Reconnection of the catheter to the catheter interface module (cim), replacement of the viewmate ice cim, and replacement of the viewflex x se catheter did not resolve the issue. The magnetic distortion indicator intermittently flashed during connection attempts, but the catheter did not populate on the system. The system and amplifier were power cycled. The original study could not be resumed and appeared unresponsive after 2¿3 minutes; therefore, a new study was initiated. During the new study, intermittent ice interface behavior and a time synchronization error were observed. Following additional system reset, continued system latency and echo-related glitches impacted advisor hd grid catheter performance and mapping efficiency. Ice integration was discontinued, and the procedure was completed without patient complications. Post-procedure troubleshooting demonstrated that the catheter was recognized when connected using a new viewflex se 2d cable.